Event description:
Bedside rn changed pca syringe due to lack of pain relief from pca and prior meds in recovery room. No leak was observed at that time. Unable to disconnect syringe and tubing at connection so both syringe and tubing were changed. Tubing/syringe were later disconnected and male tip of syringe (inside threads) was cracked and broken. Tubing and syringe not saved. Pca orders: morphine sulfate, concentration 1 mg/ml, no continuous rate, bolus of 1 mg every 8 minutes with max of 10 mg in 25 minutes. At 12:36pm rn gave bolus with new pca tubing/syringe #2 set up (monoject 35 syringe, pca prefilled syringe w/set 30873) when leaking was noticed at the connection. Tubing and syringe were saved and are being sent back for investigation. Pt's pain was not controlled and required medical intervention: morphine sulfate 4 mg given IV push for pain given twice within 1 hour. Anti-anxiety meds given - ativan 0.5 tab customer stated that no further pt/event information is available.

Manufacturer narrative:
Manufacturer's report date: 09/06/2011. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.